Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample determined that no damage or anomalies were observed on the saline breast implant. Leak testing was performed in accordance with mentor procedures and three punctures were found on the anterior view of the saline breast implant, all of them measuring approximately 0.1 cm. A microscopic examination was performed on the edges of the punctures, and parallel striations were found in the whole area of the three punctures. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The lot number is not available; therefore, the manufacturing record evaluation could not be performed. Reason for device explant and/or reoperation: deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 71-year-old caucasian female who underwent breast augmentation revision with unknown mentor saline prostheses experienced bilateral deflation post procedure. As a result, explant was performed on (B)(6) 2023. The left sided deflation was reported initially under 1645337-2023-03077 on (B)(6) 2023. On (B)(6) 2023, analysis of both devices returned revealed bilateral deflation. This report relates to the right prosthesis.